Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10002.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10002. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Evaluation: results: the complaint was confirmed. The lead was returned cut in three pieces and could not be fully analyzed. The stim segment had a kink where all of the wires were broken. It could not be determined if the broken wires occurred before or during the explant procedure. A review of the downloaded registers of the explanted ipg showed that the settings were aggressive. Bench testing using a lab eon mini ipg attached to a 1k ohm load showed at 90hz, 200us, the ipg would start auto reducing at 11.8ma. This was while using 1 stim set. This is consistent with the observations made in the field and would explain why the patient could not achieve effective stimulation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-10002.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10002. Follow up information identified the patient's leads were replaced with a paddle lead. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.